Event description:
Healthcare professional reported, a patient had a xen®45 gts implanted in the right eye. Approximately (B)(6) months post-op, the implant was not filtering the aqueous humor. Healthcare professional tried cutting the subconjunctival extremity with no success. And noted, occlusion of the intraluminal device. The device was removed and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of gel stent blockage is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a patient had a xen®45 gts implanted in the right eye. Approximately three months post-op, the implant was not filtering the aqueous humor. Healthcare professional tried cutting the subconjunctival extremity with no success and noted occlusion of the intraluminal device. The device was removed and replaced.